Event description:
The customer reported via phone call that they were pushed into a pool while connected to the insulin pump. Customer reported a motor error alarm and compromised force sensor system alarm occurring. The customer also reported a keypad anomaly on the insulin pump. Customer's blood glucose was 175 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly also, moisture damage was found on the battery tube and vibrator assembly. No moisture damage found on the motor and the keypad assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify low battery alert, a33 alarm, motor error alarm and unresponsive buttons due to blank display. However, the motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.